Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number kdz395, and no non-conformances related to the reported complaint condition were identified. Summary: it was reported packaging integrity. Two pictures were received for evaluation. Upon visual inspection of pictures, the following was observed: an empty opened foil packet of product code vcp109, lot # kdz395 with several wrinkles and holes could be observed; however, no conclusion could be reach as the sample was not returned for analysis. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery in 2020 and the suture was used. Upon checking the packaging for suture, multiple holes found in the packaging. It was also reported that there was an issue with the integrity of the packaging. The holes were extremely small and not visible unless put up against light. There was no patient involvement.